Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the us connector/junction cable (short) buckled, the light guide cable for control body buckled, the light guide cable for control body buckled, the us connector body cracked, the objective gluing missing, the deflector washing socket deformed, the operation channel leak, the air/water socket dirty, the insertion flexible tube attaching nut loose, the distal body worn out, the us probe eus image no scanline, and the electrical connector pin bend; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.